Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation. A driveline disconnect event was recorded. There was a pump off alarm on (B)(6) 2025. Log files recorded a left ventricular assist device (lvad) off alarm associated with a driveline disconnect alarm at (B)(6) 2025 at 9:35:31. This event appeared to have occurred just after the patient switched from mobile power unit (mpu) power to battery power on christmas day. The data indicated that the driveline was reconnected at (B)(6) 2025 at 9:35:41. The pump speed was then ramped back up to the set speed of 5500 rpms. There were no other unusual events recorded during this history.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect. A specific cause for the disconnection of the driveline could not be conclusively determined. The controller event log file contained events from 21dec2025 through 29dec2025. At 13:52:59, per the timestamps. Data from the event date of 25dec2025 was reviewed. On 25dec2025, the driveline was disconnected causing the pump to stop. Once the driveline was reconnected approximately seven seconds later the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website.